Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: neu_unknown_cath, serial# unknown, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding implantable infusion systems on (B)(6) 2017. It was indicated that the hcp spoke in generalities over the last 20 years as being a neurosurgeon they saw catheter and anchor issues. It was noted that the hcp was not referencing a specific event and did not have any further details to share.